Event description:
It was reported that pt had dislocated hip. Surgeon revised exeter hip with bipolar uhr to zimmer triology acetabulum and 6364-2-128 28+0 exeter hd. Explanted devices can not be located.

Manufacturer narrative:
Device and add'l info has been requested, but not received. If they become available, it will be reported on a supplemental report.